Event description:
Diplopia [diplopia]; right trochlear nerve (cranial nerve IV) palsy [ivth nerve paralysis]; embolization for epistaxis [off label use of device]. Case description: initial information received on 21-nov-2016: this spontaneous medical device report was received from a literature article by khoury n, et al. Entitled "unexpected complications with head and neck hydrogel microsphere particle embolization: a case series and a technical note" published in the interventional neuroradiology journal, concerning a (B)(6)-year-old male patient. The patient's medical history included epistaxis which was refractory to conservative management (bilateral endoscopic packing), since an unknown date. The patient's concomitant medications were not reported. On an unspecified date, between (B)(6) 2013 and (B)(6) 2014, the patient was treated with bead block (bead size 300-500 microm, lot number and expiration date not reported) for epistaxis. The intervention was successful and stopped the bleeding. Bead block was administered during embolization of the bilateral distal internal maxillary and distal right facial arteries under general anaesthesia. On an unknown date, after awaking from the procedure, the patient experienced diplopia secondary to right trochlear nerve (cranial nerve IV) palsy (confirmed by ophthalmology). A brain magnetic resonance imaging prior to hospital discharge did not show any abnormality. On an unknown date, at 6-month follow-up, diplopia had resolved. The outcome of the event right trochlear nerve (cranial nerve IV) palsy was not reported. The authors did not assess the events in relation to its severity and seriousness; however, they considered the events related to the use of bead block, as they occurred in a short period of time corresponding to the change in particles. The company considered the events diplopia and right trochlear nerve (cranial nerve IV) palsy as serious (medically significant). This case is linked with case (B)(4), originating from the same literature article. Follow-up information will be requested. Follow-up information received on 05-dec-2016: the first bead block lot number was s10413 and expiration date was apr-2014 and the second bead block lot number was s10618 and expiration date was apr-2015. No follow-up information is expected. It has been assessed that no corrective action is necessary at this time and the report is considered final. Case comments: cranial nerve palsies is a known event listed in the labelling. Diplopia is likely to be a consequence of trochlear nerve palsy hence it would be expected. In line with the assessment made by the reporter, and considering the plausible temporal sequence, the company considered diplopia and IV nerve paralysis related to the use of bead block. As per guidance document for mandatory problem reporting for medical devices in canada section 2.8.4 consideration for handling abnormal use, the company considered off label use of device not as an adverse event per se but as a special scenario and therefore not assessable. Off label use is not reportable per se. The adverse events listed are related to bead block. Cranial nerve palsy is listed and the consequence of trochlear nerve paralysis is diplopia, hence it is related. Medically significant. This single case report does not modify the risk benefit balance of bead block. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Diplopia [diplopia]. Right trochlear nerve (cranial nerve IV) palsy [ivth nerve paralysis] . Embolization for epistaxis [off label use of device] . Case description: initial information received on (B)(6) 2016: this spontaneous medical device report was received from a literature article by khoury n, et al. Entitled "unexpected complications with head and neck hydrogel microsphere particle embolization: a case series and a technical note" published in the interventional neuroradiology journal, concerning a 57-year-old male patient. The patient's medical history included epistaxis which was refractory to conservative management (bilateral endoscopic packing), since an unknown date. The patient's concomitant medications were not reported. On an unspecified date, between jul-2013 and dec-2014, the patient was treated with bead block (bead size 300-500 microm, lot number and expiration date not reported) for epistaxis. The intervention was successful and stopped the bleeding. Bead block was administered during embolization of the bilateral distal internal maxillary and distal right facial arteries under general anaesthesia. On an unknown date, after awaking from the procedure, the patient experienced diplopia secondary to right trochlear nerve (cranial nerve IV) palsy (confirmed by ophthalmology). A brain magnetic resonance imaging prior to hospital discharge did not show any abnormality. On an unknown date, at 6-month follow-up, diplopia had resolved. The outcome of the event right trochlear nerve (cranial nerve IV) palsy was not reported. The authors did not assess the events in relation to its severity and seriousness; however, they considered the events related to the use of bead block, as they occurred in a short period of time corresponding to the change in particles. The company considered the events diplopia and right trochlear nerve (cranial nerve IV) palsy as serious (medically significant). This case is linked with case btg01111 and btg01112, originating from the same literature article. Follow-up information will be requested. Case comments: cranial nerve palsies is a known event listed in the labelling. Diplopia is likely to be a consequence of trochlear nerve palsy hence it would be expected. In line with the assessment made by the reporter, and considering the plausible temporal sequence, the company considered diplopia and IV nerve paralysis related to the use of bead block. As per guidance document for mandatory problem reporting for medical devices in canada section 2.8.4 consideration for handling abnormal use, the company considered off label use of device not as an adverse event per se but as a special scenario and therefore not assessable. Off label use is not reportable per se. The adverse event listed are related to bead block. Cranial nerve palsy is listed and the consequence of trochlear nerve paralysis is diplopia, hence it is related. Medically significant. This single case report does not modify the risk benefit balance of bead block. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.